Manufacturer narrative:
Product complaint # (B)(4). Complainant part returned. Reporter is a synthes rep. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 01, 2020, a radiolucent insertion handle and a driving cap/threaded was found at sterile processing department (spd) with an unknown allegation. There was no patient involvement. This complaint involves two (2) devices. This report is one (1) radiolucent insertion handle frn. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part: 03.033.001-us. Lot: l849563. Manufacturing site: hägendorf. Release to warehouse date: 22. Jun. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: it was reported on (B)(6) 2020, a driving cap/threaded would not long thread into the radiolucent insertion handle. The issue was found at the sterile processing department (spd). There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot number: l849563) was received at us cq. Upon visual inspection, the broken threaded tip of the mating device (pn 03.010.523, (B)(6)) was stuck in insertion handle and unable to disassemble. The remaining portions of dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the part is unable to assemble because a mating device has broken off and remained inside of the complaint device. Additionally, dents are present on the complaint device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.